Manufacturer narrative:
The insulin pump passed prime test and excessive no delivery test. Unable to perform displacement test, basic occlusion test and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Pump was received with reservoir tube lip completely broken off and corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that her daughter experienced high blood glucose level of 500 mg/dl as well as low blood glucose level of 48 mg/dl. The insulin pump will be returned for analysis.